Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023 at 4:00pm, the cgm was displaying signal loss and the patient was feeling low but was not able to check a finger stick reading. While in the car, the patient passed out. The patient's husband did not call for emergency medical technicians and provided the patient with a shot of glucagon. When the patient regained consciousness, she drank soda. During that time, the signal on the cgm returned and was showing normal readings. At the time of the report, the patient was doing good. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.